Event description:
Analysis of the generator was completed on 12/17/2015. Ifi - yes was confirmed. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2015 note that over the last few days the patient has experienced an increase number of serizures. It was noted that it is not clear what is occurring, but that the patient's mother states this was similar to when the previous generator battery ran out. It was noted that the patient was having daily generalized tonic clonic seizures and daily atonic seizures. The magnet was noted to not be effective. Interrogation of the generator identified that the device was at ifi - yes. The patient was referred for surgery. The patient underwent generator replacement surgery. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date. Further follow-up revealed that there were no medication changes, programming changes or other external factors that preceded the onset of the increased seizures. The patient's pre-vns baseline is unknown. The physician attributes the increase in seizures to the generator being at ifi - yes.